Event description:
While beginning an amniocentesis exam, the doctor assembled a needle guide clip to the transducer in a 180 degrees reversed position over a latex cover and then during insertion of the needle she pierced the patient's bowel. Doctor administered antibiotics to and closely monitored patient as a precaution.